Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, drive/motor anomaly . The customer reported blood glucose value of 236 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-399a, mmt-1780kl, mmt-332a. Troubleshooting was performed and customer reported high bg , insulin flow blocked alarm.the customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue use of the device. No product return is required for mmt-399a. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No drive/motor anomaly and no delivery/occlusion alarm during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a no delivery alarm on the event date of 07-jul-2024 at 13:11:20.000 during bolus. Pump delivered 10 bolus deliveries on the event date of 07/07/2024 at 08:12:42.000 to 21:39:07.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Motor was tested outside the pump case on the ngp system test board and passed. Force sensor zero offset within specifications (23.806 mv). The following were also noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Drive/motor anomaly and no delivery/occlusion alarm was not confirmed during testing. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.